Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace 64). During the procedure, while retracting the ace 64 from the patient's torturous anatomy, the ace 64 became stretched and fractured. The distal part of the ace was removed from the patient using a snare device and the procedure was completed using a new ace 64. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The penumbra system ace 64 reperfusion catheter (ace 64) used to complete the procedure was also returned. Results: the first ace 64 was fractured approximately 124.0 cm from the hub, and stretched and ovalized approximately 104.0 cm from the hub. The second ace 64 was bent approximately 33.0, 88.0, and 114.0 cm from the hub. Conclusions: evaluation of the first ace 64 revealed it was fractured, stretched, and ovalized. This type of damage typically occurs due to forceful retraction of the ace 64 against resistance. The tortuous anatomy mentioned in the complaint may have contributed to any resistance experienced during retraction of the ace 64. Evaluation of the second ace 64 revealed it was kinked. This damage was likely incidental and may have occurred after successful completion of the procedure. Ace 64 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.